Manufacturer narrative:
A record review was performed. The operator manual for the system was reviewed and found to include adequate instructions for use, warnings for medical complications and operational errors. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Electrical problem was identified as the failure mode. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss was able to confirm the issue. The fss replaced the hard disk drive assembly to correct the blue screen problem and the system was tested, the blue screen problem is resolved. The system met amo specifications. All pertinent information available to abbott medical optics at this time has been submitted.

Event description:
The surgery center reported that a blue screen issue occurred with the whitestar signature system. The surgery center restarted the system, but there was no gain. There was no patient involvement reported.